Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced pain. According to the physician's office, on (B)(6), 2010, the patient presented with recurrent cyctocele. On (B)(6), 2011, the patient presented with urgent incontinence, urinary tract infections, pain, prolapse, and cystocele. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 1ml00331704, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.